Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description: account is concerned over infusion pump tubing 490100 pulling air into line on nicu patients. Detailed inquiry description: today in my nicu we had two huge near misses where and air bolus was almost delivered to our babies which I wanted to bring to your attention. I am very concerned regarding the safety of the b braun IV tubing without the anti-siphon valve. I have personally witnessed a large volume of air almost be administered to an infant due to air being pulled into the IV tubing when the nurse shuts the roller clamp on an already primed line (a common practice). When the roller clamp is closed it displaces IV fluid out of the distal end of the tubing, once the roller clamp is released, the same volume of IV fluid that was displaced is then sucked into the tubing as air[?]this occurs after any filter or air in line sensor, therefore an air embolism can be administered to the baby. It is very common practice in the nicu to prep IV fluids, clamp them and wait until the baby arrives to hook them up, this is when we are consistently seeing this occur on my nicu. I tested it myself, with tubing that has the asv in place and tubing that does not. As you likely know, this air does not enter the line when the asv is in place. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. One video was provided by the facility for evaluation, and it was noted the operator did not prime the line before running the infusion. The cap on the end of the patient connector is not secured to be able to stop the fluid. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.